Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the transfer of reports to external media storage upon returning to the mobile programmer application, the mobile programmer application appeared to freeze and the electrogram (egm) display on the mobile programmer application became frozen. It was noted that the user could still navigate between windows within the application. Troubleshooting steps were taken including ending the session and selecting last used patient connector. It was further noted that the session did not open as usual, the green progress bar did not color as usual, instead the session opened directly. It was also noted that egms did not appear even though the cardiac rate was updating in real time. Further troubleshooting steps were taken including closing the application, and repeating the interrogation workflow, which resolved the issue. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.